Event description:
Patient was being put on dialysis. During visual inspection of the filter with onset a leak was noticed and procedure was immediately stopped. Charge nurse verified the leak and the arterial side was returned but the rest of the system was thrown out. Patient did not get his blood returned and already has a low blood count. Addendum: on visual inspection, the dialyzer had blood that leaked out into the dialysate compartment. Lines were immediately clamped and patient disconnected from machine.